Manufacturer narrative:
Review of customers result files and camera images displayed the following: batch 121- group/ screen (crrs 3), negative with cells 1-3, 4+ positive control, cells 1 and 2 jka+, reaction images appeared negative with tightly defined buttons, images also appeared cloudy. The reactivity of the jka antigen was confirmed on retention crrs(3). The returned plasma and serum samples (history of anti-jka) were tested on our in-house echo using retention crrs(3). The echo resulted in negative antibody screen interpretation. The samples were tested with selected jk(a+b-) and jk(a+b+) reagent red cells from retention panocell-10. The sample exhibited weak + to 1+ macro reactivity at rt. No reactivity was observed at 37c and 1+ and weak reactivity was observed at the indirect antiglobulin test with jka+ reagent red cells. Results indicate the sample antibody appears to be partially igm in nature. The event apperas to be related to the nature of the sample. A service call was made. Investigation of customer complaint revealed cloudy/blurred reader images. The camera reader was replaced and the camera aligned. It was observed that a platelet incubator shares the workbench on which the echo is located and is vibrating the echo (observed strip motion during camera alignment and cable movement in standby).

Event description:
Customer reported an unexpected negative reaction on the echo. Customer stated a patient sample with a history of an anti-jka resulted as negative with capture-r ready-screen 3 (crrs 3) testing performed on the echo. The patient was recently transfused and is transfused often.